Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). On (B)(6) 2011 at 1800, treatment with ceftazidime was discontinued. On the same day at 2000, the subject received treatment with piperacillin-tazobactan 2.25 gm intravenously (IV) every 8 hours for peritonitis. On (B)(6) 2011 at 1600, the subject recovered from the peritonitis and was discharged from the hospital.

Event description:
This report was received from global pharmacovigilance (gpv) and is a: study title: multi-center, prospective, randomized trial to demonstrate improved metabolic control of dianeal, extraneal, nutrineal (d-e-n) vs dianeal only in the treatment of diabetic capd patients. Protocol number: 51067, subject number: 10112, study sponsor: baxter. This is a clinical report from (B)(6) of peritonitis associated to capd in a subject coincident with dianeal pd4, extraneal viaflex, and nutrineal pd4 therapies for peritoneal dialysis (pd). The last administration of investigational product prior to the onset of the peritonitis associated to continuous ambulatory peritoneal dialysis (capd) was on (B)(6) 2011 at 07:00, at home with dianeal pd4, lot number sx10lf3 (2000 ml, ip, cycle number 1, duration 5 hours). The subject with ultrafiltration failure, asymptomatic, consulted the clinic and on (B)(6) 2011, was hospitalized where a rechange was performed with dianeal and cloudy liquid was drained. On (B)(6) 2011, at 15:00, the subject experienced peritonitis associated to capd. On (B)(6) 2011, at 18:00, the subject began remedial treatment with vancomycin (2 g, ip every 5 days) and ceftazidime (1 g, intravenous, every 48 hours). At the time of reporting, the subject remained hospitalized and the peritonitis associated to capd had not resolved. Remedial treatment with vancomycin was ongoing. It was not reported whether ceftazidime was ongoing. The action taken with dianeal pd4, extraneal viaflex, and nutrineal pd4 therapies was not reported. The investigator considered the event of peritonitis associated to capd mild in severity and not associated to investigational products (dianeal pd4, extraneal viaflex, and nutrineal pd4) or trial procedure. The investigator believed that the alternative etiology for the peritonitis associated to capd was primary infection.